Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. As per the visual evaluation of the photos received, no damages were seen on the head. The liner had minor scuffs on its surface, the reason behind which is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - shell porous with cluster holes 64 mm o.d./ pn 00620006422/ ln 60166773, oblique longevity liner 50x28/ pn 00635205028/ ln 60180351, femoral stem/ pn 6578821550/ ln illegible. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03042.

Event description:
It was reported that patient underwent a hip revision surgery approximately 13 years post implantation due to dislocation. The head and liner were replaced.